Event description:
It was reported, the patient¿s wiring had been changed due to not having good results.

Event description:
Additional information received noted that on (B)(4) 2014 reprogramming was performed; changed to program 3, 1.2 to 1.3. No malfunctions were seen or cause of issue determined. No interventions taken. Regarding the patient outcome, it was noted no follow up yet.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead; (B)(4).